Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine change of the inner cannula, it was noticed that 1/2 or 2/3 of the inner cannula was missing. It was reported to be &quot;a very clean break where it was misssing from the inner cannula&quot;.. The patient was taken to the hospital for an xray and bronchoscopy but they were not able to locate the missing piece. It was also reported that the part of the inner cannula may have been missing before it was placed in the tracheostomy tube. The tracheostomy tube and inner cannula were replaced. There is no report of serious injury or death associated wth this event.

Manufacturer narrative:
(B)(4). One sample of a disposable inner cannula was received for evaluation. A visual inspection was performed and found that the cannula was cut. The investigation also identified that the cannula was missing a part that is attached to the connector. The customer reported complaint was verified. However, damage of this magnitude would have been detected during the manufacturing visual inspections and would have been removed from the lot. Therefore the reported malfunction is not related to manufacturing process.